Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's sensor alarmed lost sensor and they noticed that the thread on the sensors were either bent or broken. No products were returned for analysis and a replacement box of sensors was shipped to the customer.